Manufacturer narrative:
Mw5177019.

Event description:
Voluntary medwatch received states that the right ventricular lead was having undersending behavior during a ventricular tachycardia episode. No intervention was performed.